Manufacturer narrative:
Ten (10) 138107 universal disposable electrode, long packages were returned for evaluation of "insufficient heatseal or blister pack." Visual inspection revealed that all ten (10) devices had seal transfer in the area of the complaint bigger than 1/4" therefore creeps were created by devices after the sealing process was completed. After performing dye leak testing, samples 1-4 did not have open seals. Samples 5-7 were confirmed to have open seals resulting in a breach of sterility. Samples 8-10 did not require dye leak testing due to the pouches being open, therefore this complaint is confirmed. The cause of these reported seal defects has been determined to be shipping and handling related. Testing per the packaging system stability post sterilization demonstrated that the devices and packaging met performance and stability requirements, however an investigation has been initiated to prevent further recurrences. These devices were manufactured 15-october-2015. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) devices, only this one complaint has been received for this event description. A 2-year review of device family history has revealed (B)(4) complaints, involving (B)(4) devices for evaluation of "insufficient heatseal." (B)(4) . This failure mode has been addressed in the risk documents. To date there have been no long term adverse effects reported for any of these incidents. The reported packaging anomalies were obvious to the distributor, prompting return of the device for evaluation and replacement. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(4), ten (10) 138107 universal disposable electrode, long devices were discovered to have an "insufficient heatseal or blister pack." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.